Manufacturer narrative:
Investigation summary: one case of syringes were returned for analysis. Leak testing was performed on all parts and no failures were found therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: root cause could not be determined.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ tip were "leaking from the tip of the syringe once the fluid is drawn up and without any pressure being applied to the plunger." No report of serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ tip were "leaking from the tip of the syringe once the fluid is drawn up and without any pressure being applied to the plunger." No report of serious injury or medical intervention.